Manufacturer narrative:
The device was returned for analysis. The reported activation failure and mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device and the observed damage. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to the circumstances of the procedure as it is likely that interaction with the heavily calcified, 95% stenosed anatomy resulted in the noted kinked stent implant and polyimide stent sheath preventing the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure. Further manipulation of the compromised device in attempts to deploy the stent likely resulted in the noted device damages (bent jacket, stretched and torn retractable sheath, kinked I-beam shaft), and the noted damages within the handle halves (separated hypotube and retractable sheath, twisted inner member). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left superficial femoral artery. The 5.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion however the thumbwheel would not turn and the stent would not deploy. The ses was removed from the patient and the procedure completed using another absolute pro. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the entire visual portion of the retractable sheath was stretched and torn sporadically (exposing the inner braiding) proximally to the sheath, for a length of 16.5 centimeters (cm). Inspection revealed that the hypotube and retractable sheath had separated approximately 9.5 cm distal to the proximal end of the retractable sheath. The separated components remained connected by the inner member, and the separation exposed the inner braid.